Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 407mg/dl. The customer reported being sick since saturday. She adjusted her wizard settings today and got up to the high blood glucose reading. The customer treated the high blood glucose level with an insulin injection and the blood glucose level was 342 mg/dl. Troubleshooting was completed for the insulin pump and found that the infusion set cannula was bent. The customer experienced a low blood glucose level last night of 47 mg/dl, but did not feel it and took glucose tablets to resolve the low. The customer was advised to change the set, reservoir and insulin per her healthcare professional¿s instructions. The customer will return the infusion set for analysis.